Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log showed the pad-pak was first installed successfully on the (B)(6) 2013 and performed to specification up to the (B)(6) 2015. The device failed multiple self-tests due to a low battery between the (B)(6) 2015 and then on the (B)(6) 2015. An increase in voltage then suggests a further pad-pak was installed. The pad-pak was removed and reinstalled on multiple occasions up to the (B)(6) 2016. A test pad-pak was inserted into the device and the device passed a self-test. The on/off button was depressed however the device failed to complete the power off. This would confirm the reported fault. A test shock was delivered without fault during testing and an acceptable measurement was recorded. Investigation found the reported fault can be attributed to component failure. This caused the device to power up on installation of a pad-pak and after an attempted shutdown.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit powers on with the insertion of an adult pad-pak.